Manufacturer narrative:
In several other complaints of this kind, product was returned and found to be loose, but it required a good amount of force to remove the blade from the pencil. Since the product in this case was not returned, it is assumed that the blade fell out easily from the pencil with little force required.

Event description:
The blade fell out of the pencil.